Event description:
It was reported to philips that the device's etc02 readings were not being obtained and that the pump was weak. It was reported that the failure was observed while in use on a patient. However, no adverse patient impact was reported.